Event description:
It was reported that the patient suffered a fall and as a result, the ipg was protruding out of the ipg pocket. The patient experienced discomfort as a result of this issue. In turn, the patient underwent surgery wherein the scs system was explanted.